Event description:
The device reportedly displayed lead I as asystole, leads ii and iii as ventricular fibrillation while the ambulance was in motion however, when the ambulance was stopped, all three leads showed asystole. There were no adverse effect to the pt as a result of the reported event.